Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defectiveor that it has caused a death or serious injury. This report contains all known information. A supplemental report will be submitted once investigation is complete.

Event description:
Reporter alleged that during surgical set up on (B)(6) 2026, that there was an unrecoverable alarm. No harm to patient, no clinically significant delay to the procedure. At the time of this report, nofurther information has been provided. Cmr surgicalltd does not consider this report and content to bean admission that its product is defective or that ithas caused a death or serious injury.